Event description:
It was reported that a lead moved. The reporter stated that stimulation was in the wrong location. X-rays were taken and confirmed that the lead had pulled up out of the epidural space. It was reported that the patient would need the lead revised and placed back in the epidural space. It was noted that there were no patient symptoms or injuries related to the event. Three weeks later, it was reported that post-revision, the patient had 'good stimulation.' A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).